Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to a blood glucose level reading of over 1000 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, a cartridge alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. It was reported that a cartridge alarm occurred. The customer's blood glucose level was xxx mg/dl. A cartridge change was performed resolving the issue or the customer reverted to alternate therapy for diabetes management.